Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
It was reported that a patient had a diagnostic heart catheterization procedure and an angio-seal was selected for closure via the right femoral arteriotomy. At some point after deployment, the patient developed a cold leg. The physician gained access through the left femoral artery and advanced a sheath to evaluated blood flow through the right leg. An angiogram was performed, which revealed thrombus at the site where the angio-seal was placed. A thrombectomy procedure was performed on a focal lesion in the right femoral artery. The patient was kept two nights in the hospital in order to revascularize the right leg. The patient was discharged. No additional information was available.